Event description:
During a scheduled follow-up, the device interrogation was impossible. The day after, it could have been interrogated without any difficulties.

Manufacturer narrative:
(B)(4), 2010. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.